Manufacturer narrative:
The handpiece was received at the MFR for service. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating toward the end of a surgical procedure. The case was completed with the same device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.